Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 426 mg/dl at the time of the incident. The customer experienced hyperglycemia, and no treatment was noted. Customer needed help pairing her meter to her device, and she was transferred to ascencia to address it. No troubleshooting was performed, as customer declined it. Nothing was returned or shipped.